Event description:
It was stated that "pt was operated on (B)(6) 2011. Pt came in on february 15 for a postoperative followup. Pt is asymptomatic but is complaining about a squeaking when moving. Surgeon confirmed squeaking with motion."

Manufacturer narrative:
Additional info has been requested and if made available will be reported as a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation. Report is filed on screw, a rod and blocker are also part of the construct. If product becomes available and lot numbers become known, separate reports will be filed at that time for the rod and blocker.